Event description:
Per user facility medwatch form, (B)(4), during a procedure, when closing the incision, the surgeon used this stapler. When firing, the staple sides went straight in instead of bending on to themselves. There was no patient consequence.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results confirmed that the device was received in good visual conditions. When it was tested for functionality, the staples were ejected and not hitting the anvil due to an insufficient weld. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No batch record review could be performed, as the lot number provided is an invalid number.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.